Manufacturer narrative:
Customer obtained a replacement instrument, and is opting not to pursue troubleshooting further or provide any additional information. Customer indicated that they are currently satisfied with the replacement.

Manufacturer narrative:
The customer has indicated that they have obtained a new instrument and are satisfied with its performance and have chosen not to pursue troubleshooting the issue any further. The cause for the discordant hba1c result is unknown.

Event description:
Customer reported discordant hemoglobin a1c (hba1c) result on the analyzer. There was no report of injury due to this event.